Event description:
It was reported that this artificial urinary sphincter (aus) was explanted due to recurring incontinence as a result of urethral atrophy at the cuff site. The cuff was removed and replaced with a smaller cuff. There were no additional patient complications.